Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that a imaging system was adjusted to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the gantry door of the imaging system was not closing properly. It was indicating that the door closed, but the pendant displayed the door was open. It was noted that covers on the gantry were not aligning properly and that the site was able to get the door closed and continue with the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.no additional information was provided.

Manufacturer narrative:
Additional information: patient's demographics provided. If information is provided in the future, a supplemental report will be issued.